Event description:
The advocate stated that the customer's blood glucose was tested using her contour ts meter and the reading was 60 mg/dl. Her glucose was retested using another meter and that reading was 20 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate did not allege that the customer experienced any adverse events. Attempts made to contact the customer or advocate for more information were not successful. The test strips and meter were returned for evaluation. A new contour meter kit was sent to the customer.